Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient's mother reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 24 and 36 hours. Patient's mother reported the infusion site to have purulent drainage, swelling, redness and pain. Patient's blood glucose levels rose above 250 mg/dl. The patient's mother telephoned the doctor and was prescribed antibiotics for 7 days. A new pod was successfully applied. The pod was discarded.